Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). When the guide wire was returned to the manufacturer, a reportable malfunction (core wire fracture) was recognized for the first time; therefore, the date the manufacturer became aware of the event was considered the date the device returned. Both guide wire and microcatheter were returned for evaluation. The guide wire had its coil wire elongated from the middle solder set to be at 20mm proximal to the wire tip. Under the elongated coil wire, the inner coil wire was exposed. Microscopic observation of the inner coil wire revealed that the coils were disarranged due to accumulated torsion. Near the distal end of the inner coil wire, the core composed of a straight core wire and a twist wire were found twisted together and fractured. The distal solder of the inner coil wire remained intact; the inner coil wire remained in one piece. A ball tip remained attached on the distal end of the elongated coil wire. A yellowish brown foreign object that seemed to be bodily tissue was attached as it covered the entire ball tip. Approximately 7mm proximal to the tip, the core was found twisted and fractured. Although the coil wire was elongated, the inner coil wire remained intact; measurement of the core length indicated that the entire guide wire was retrieved. The concomitant microcatheter had its tip end tucked into the catheter lumen. Reported perforation of the catheter was not confirmed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied on the guide wire while its tip was being trapped by the lesion. Accumulated torsion led the core to be twisted and eventually fractured. Because of the core wire fracture, wire manipulation might become difficult. Coil wire elongation and tucking of the catheter tip were assumed to be caused by pulling stress generated upon wire removal. There was no indication of product deficiency. Although no adverse patient effects were reported and core wire fracture is normally considered to be malfunction, attachment of possible bodily tissue might cause possible vessel dissection; therefore, this event is considered to be serious injury. Deformation of the catheter tip is considered to be nonreportable as it is unlikely to cause or contribute to patient injury. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire and microcatheter were advanced to the lesion when manipulability of the guide wire felt deteriorated during a pci to treat a moderately calcified cto in the lad #7. Both devices were removed from the anatomy when the wire tip was found sticking out from the side of the catheter somewhere between the tip and shaft. Devices were replaced to resume the pci. The procedure was successfully completed with reestablished blood flow. There were no adverse patient effects related to these asahi devices, and therefore, no remedial action was taken. When the devices were returned to the manufacturer on july 5, 2018, fracture of the core wire and adhesion of possible bodily tissue were recognized.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.